Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. After the lss noise and oversensing were noted in the unipolar configuration. Troubleshooting was performed and the noise was unable to be recreated with isometrics or pocket manipulation. The noise was likely due to myopotentials. The rv lead was reprogrammed back to the bipolar configuration. The patient is not pacing dependent and the pacemaker had less than one year left on the battery. The physician elected to continue to monitor the patient and system, and planned to address the impedance issue with a possible rv lead revision at the pacemaker change out procedure. The pacemaker and rv lead remain in service. No adverse patient effects were reported.